Manufacturer narrative:
Upon device return, analysis of the pump found no anomalies. (B)(4).

Event description:
Additional information received reported the pump and catheter had been checked and everything was patent. The reason for the hospitalization was increased tone and the suspected infection. It was later determined that the patient was going through baclofen withdrawals. The dosage of the baclofen after the replacement was 789.9 mcg/day.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2015 with a fever and not acting right. The patient had a major increase in ck levels, appeared to be in withdrawal and experienced a sudden loss of therapy. The patient was transferred to the intensive care unit (ICU) of another hospital on (B)(6) 2015 at which time the reservoir was assessed. A volume discrepancy was reported. The actual residual volume (arv) was less than the expected residual volume (erv), arv: 1.5 ml and erv: 10.5 ml. The erv was later reported to be 10.6 ml. The event was attributed to the pump and overinfusion of drug was suspected. Additional information received reported the patient also experienced tachycardia and high tone. There was not a suspected pocket fill or programming issues at this time because patient had no symptom change at time of refill. There was not a volume discrepancy at the prior refill which occurred on (B)(6) 2015. The use of heat therapies was not known at the time of report. The patient was in the hospital until the replacement. The patient was non-communicative at the time of report. There was nothing in the logs showing any alarms occurred, including no motor stalls. The catheter access port (cap) was able to aspirate a free flow of cerebral spinal fluid (csf). The pump was refilled. A pump tubing and catheter priming bolus were programmed followed by a single bolus. The patient¿s symptoms improved after 3 hours. It was later reported that they aspirated the catheter with no issues, so only the pump was replaced on (B)(6) 2015. The patient status after device removal was recovered without sequela. There was not a patient injury. The pump was used to infuse compounded baclofen (concentration 2000 mcg/ml, daily dose 955 mcg/day).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot # n199219, implanted: (B)(6) 2009, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.